Event description:
It was reported that a two endovascular stent grafts moved approximately 10-15 cm to the brachiocephalic vein immediately after deployment at the venous anastomosis in an upper arm loop graft. A tracheobronchial stent graft was then advanced to the venous anastomosis and implanted without further incident. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device was provided. A review of the device history records is currently being performed. The stent grafts remain implanted and the delivery system was discarded by the user facility. Therefore, a sample evaluation could not be performed. The investigation is currently underway. This event involves the same pt as manufacturer report #2020394-2011-00148.